Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. The full lead was returned and analyzed.

Event description:
It was reported that prior to implant, the leads were screwed in and out multiple times on the table but they did not deploy smoothly. "The screw mechanism jumped". Neither lead was implanted. No patient complications were reported as a result of this event.